Manufacturer narrative:
The customer service engineer (cse) inspected the device. Relevant error codes were noted during testing and the malfunction was verified. The cse upgraded the software to the current revision and performed all the calibrations, the extended self-test (est), the short self-test (sst). The device passed all tests as per manufacturer specifications. The service history record for this device was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. Complaint trends will continue to be monitored. Should additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
A report was received from the USA stating that the device stopped cycling. The device was not in use on a patient at the time of the event. Though requested, additional information has not been received.